Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic patient. The patient used a nasal swab from a different kit (quickvue flu a+b test) to collect their sample. The customer communicated the result was confirmed negative by molecular (pcr testing). An additional patient event was communicate which is captured on a separate report.